Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the device worked perfectly for the first few months. However, when she had to fly out of town she told the security people that she could not go through their x-ray check, but the officer told her it would not hurt anything and shoved her through. From that time forward the patient made many trips back to her urologist to adjust the programs. After that time it only operated at about 75% efficacy. She was then prescribed oxybutynin to work along with the device. After about five years she underwent replacement of the device. The patient's indications for use were urinary dysfunction and sacral nerve stimulation.